Event description:
The pt is reportedly experiencing sound quality issues and overly loud sensations. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. Testing of the device showed that it is functional.